Event description:
It was reported the tibial bone pin twisted at the top where the pin chuck slides on. The bone pins were pre-drilled to avoid tibial fracture and drill the bone pins in with the t-handle. After the case, we went to unscrew them manually with the t-handle and the top of the bone pin twisted also. The surgeon attempted to unscrew with vice grips and at-handle chuck. He was afraid of chucking it to a drill in case of tibial fracture. The t-handle chuck worked after multiple attempts. This added additional time to the procedure. No patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The field report noted that six bone pins were bent. The other bone pins were investigated under (B)(4). A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 22 prior similar events. We were not able to confirm there was a relationship established between the reported event and the device and the root cause could not be determined. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal.